Event description:
Medtronic received a report that the concerto coil detached by itself from the wire. A snare was used to remove the coil, and a replacement device was used to complete the procedure. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: as found condition: the concerto coil device was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto inner pouch and within a dispenser coil. The echelon-10 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The pusher was found broken between the positive load indicator and the break indicator. The coin was found fully retracted out of the lumen stop. The shield coil was found undamaged. The implant coil was already detached and found within the introducer sheath. No damages or irregularities were found with the implant coil. Testing/analysis: n/a conclusion: based on the analysis performed, the customer report of ¿premature detachment" was confirmed. The implant coil detachment was due to the broken pusher. The release wire was found retracted, and the coin was found fully out of the lumen stop; detaching the implant coil as expected by the detachment subassemblies. The cause of the pusher break could not be determined. It is possible the break occurred due to advancing the device against resistance. Customer reported all device were prepared per IFU and the implant was retrieved using a snare device, however, no damages were found with the implant coil. As the echelon-10 micro catheter was not returned for analysis, any contribution of the micro catheter towards the premature detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.